Event description:
The pt was dispensed a preference toric lens on 7/26/99. 3 days later developed pain and cloudy vision. Returned to the dr on 7/30/99 and was diagnosed as having a large central abrasion of the left eye. Treatment consisted of fioreget and codeine prn. The dr believes the pt slept in the lens, although the lens is not indicated for extended wear.